Event description:
Allegedly, the surgeon stated the modular neck did not disengage from stem.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Add'l info has been requested. The user facility has been contacted and advised they do not consider this a reportable event. This report will be amended when the investigation is complete. This is a reportable malfunction. This is the same event as 1043534-2008-00005.